Manufacturer narrative:
(B)(4). Concomitant medical products- part: 157450 name: m2a-magnum mod hd sz 50mm lot: 522530, part: 13-103208 name: taperloc por red/lat 15x150 lot: 160190, part: 139256 name: m2a-magnum 42-50 tpr insrt std lot: 000910. The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2014-04196, 0001825034-2017-06303, 0001825034-2017-06305.

Event description:
It was reported that a patient underwent a revision procedure due to pain, difficulty sleeping, and difficulty walking. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.